Manufacturer narrative:
The device has not yet been received by the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
It was reported that the generator did not reach the desired temperature during an rf procedure. Trouble shooting efforts were unsuccessful and back up equipment was not available. The procedure was cancelled as a result.